Event description:
A pt was implanted with prodisc-l at l4-l5 and l5-s1 in 2009. Post-op x-ray indicated either a fracture or subsidence at l5. Pt was returned to the or eighteen days later. Surgeon removed the prodisc implants, performed a corpectomy at l5 and placed an expandable cage. Surgeon indicated the pt's bone quality may not have been optimal for the prodisc. This is report #3 of 6 on this event.

Manufacturer narrative:
Additional info has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number.